Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at l3-5 with initial diagnosis of lumbar spondylolisthesis on (B)(6) 2015. During surgery, l4 and l5 cages were inserted slightly forward but surgeon considered it could not be moved. It was reported that on (B)(6) 2015, post-op, surgeon checked the postoperative x-ray and it was found that cage at l4/5 was moved forward than initial surgery. No symptom in the patient was observed and patient's physical condition is good but surgeon concerned about pressing on the vein so he checked it with CT and MRI. The surgeon talked to doctor of vascular surgery about the inspection results and they considered that there is no problem at the moment. The patient will follow up and if some action is necessary then the surgeon would be considered to remove the cages. Product came in contact with the patient. No patient complications were reported.